Manufacturer narrative:
In the follow up report mwr-14112019-0000593068, submitted on (B)(6)2019, the report submission due date was inadvertently omitted. The report submission due date on mwr-14112019-0000593068 should have been (B)(6)2019. This statement was also inadvertently omitted from follow up report mwr-14112019-0000593068 that was submitted on 11/14/2019: additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer's reference # (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6)2019 advising that the product is not available for return. Therefore, method codes, result codes, and conclusion code have been populated. Additional information was also received on (B)(6)2019, providing the manufacture date and expiration date. Therefore, device manufacture date and expiration date have been populated. During an internal review on (B)(6)2019, it was determined that the method codes, result codes, and conclusion codes reported on the initial 3500a report submitted on (B)(6)2019 were incorrect. It was initially reported with method code: type of investigation not yet determined, result codes: results pending completion of investigation, and conclusion codes: conclusion not yet available. However, the codes have now been corrected to reflect method code: device not returned, result codes: no findings available, and conclusion codes: cause not established, based on the additional information received on (B)(6)2019. Also, device evaluated by MFR. Reason for non- evaluation was also incorrect. It was initially reported as "device evaluation anticipated, but not yet begun", however since the product is not being returned for evaluation, device evaluated by MFR. Has been populated with "other". The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(6). Still pending is the manufacturer record evaluation, manufacture date and the expiration date. Therefore, a supplemental report will be submitted manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and it was reported that there was a hemostatic valve separation. Initially, it was reported that during transseptal puncture, there was loosening of preface valve the sheath was replaced, and the issue resolved. The procedure was completed. No patient consequence was reported. The issue of hemostatic valve separation was assessed as a reportable event.